Event description:
The customer's wife reported via phone call the patient had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was offered to troubleshoot but she declined. Customer stated she was not comfortable with the current insulin pump and want it replace. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.